Event description:
The customer reported that a pt with a history of being group a2b pos with anti-a1 reacted negative in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot# 012308037-07. The sample was tested on the provue analyzer. Visual inspection of the processed gel cards showed the reactions was negative. The sample reacted positive (2+) in tube method. Erroneous results were not reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd was unable to confirm the customer's complaint. Retained testing and batch record review were within release specs.